Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer reported that he got a problem with his pump. He said it won't let him add carbohydrates more than 20 grams. The customer was guided for it. Customer also got a lost sensor. The customer declined to troubleshoot for high blood glucose level of 400mg/dl. Current blood glucose reading was 227mg/dl. The insulin pump will not be returned for analysis.